Event description:
The customer reported that they had a speaker malfunction. No pt harmed was reported as a result of this issue.

Manufacturer narrative:
(B)(4). The customer reported that they had a speaker malfunction. No pt was harmed as a result of this issue. The limited available info is not sufficient to support that there was a health risk. In abundant caution, we will report this as a malfunction. Additional investigation will be done to determine if there was a health risk. A final report will be submitted once the investigation is completed. (B)(4).